Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the right ventricular lead exhibited noise. The lead was electrically stable. No device intervention was performed. The patient will continue to be monitored normally.